Manufacturer narrative:
Correction: d.2. Product code common device name h.6. Patient codes (ime/annex e) additional codes imf (annex f) health impact medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful explantation and reimplantation of a lead and implantable device, defibrillation thresh old testing was conducted. During this testing, ventricular fibrillation (vf) was induced via the implantable device which then began appropriately detecting vf. At that point, telemetry between the mobile programmer application and the implantable device was lost, with the electrograms (egms) displaying only a dotted line. It was noted that the patient connector had been positioned near the patient's head and remained unmoved throughout the procedure. The patient subsequently experienced arrhythmia that required an external shock from an automated external defibrillator (AED) to restore rhythm. Telemetry was reestablished within seconds of the AED shock, and the patient returned to normal sinus rhythm. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment of a loss of telemetry could not be confirmed. Analysis found the customer comment that the electrograms (egms) displaying only a dotted line was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.